Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch #9063755. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200811612] noted for damaged tips.

Event description:
Material no: 928858, batch no: 9063755. It was reported that during use of the syringe 0.3ml 31ga 8mm 10bag 500 pl/wg the scale markings at the top of the syringe are thicker and make it difficult to read and have the correct dose. Dex com device alarm went off with a glucose reading of less than 40. For the past 6 weeks mother of the child wakes up during the night to feed daughter sugar because of being consistently low. The following information was provided by the initial reporter: it was reported that the customer is finding a good amount with the scale markings thicker toward the top of syringe between 1/2unit marker and 1 1/2unit marker. Mom stated her child (daughter) using the syringe has been getting consistent low readings during the night for the past 6 weeks. (B)(6) 2019 daughters dex com device alarm went off with a glucose reading of less than 40. For the past 6 weeks mom wakes up during the night to feed daughter sugar because of being consistently low. Mom feel the scales being thicker toward the top of the syringe is throwing the accuracy of the dose off.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 928858, batch no: 9063755. It was reported that during use of the syringe 0.3 ml 31ga 8 mm 10bag 500 pl/wg the scale markings at the top of the syringe are thicker and make it difficult to read and have the correct dose. Dex com device alarm went off with a glucose reading of less than 40. For the past 6 weeks mother of the child wakes up during the night to feed daughter sugar because of being consistently low. The following information was provided by the initial reporter: it was reported that the customer is finding a good amount with the scale markings thicker toward the top of syringe between 1/2 unit marker and 1 1/2 unit marker. Mom stated her child (daughter) using the syringe has been getting consistent low readings during the night for the past 6 weeks. (B)(6) 2019 daughters dex com device alarm went off with a glucose reading of less than 40. For the past 6 weeks mom wakes up during the night to feed daughter sugar because of being consistently low. Mom feel the scales being thicker toward the top of the syringe is throwing the accuracy of the dose off.